Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The corail push in stem inserter was jamming in the stem, appears to be bent. Procedure carried on as usual, no harm done to patient.

Manufacturer narrative:
Conclusion and justification status for MDR: complaint description: hip replacement. Corail non threaded inserter 25005100. The corail push in stem inserter was jamming in the stem, appears to be bent. Sent back with loan set. Procedure carried on as usual, no harm done to patient. The complaint was initially investigated by the australian engineering team who identified that the instrument was approximately 8 years old and was badly worn and burred. They concluded that the instrument was jamming due to wear and tear. A photograph of the product was returned to leeds and the australian engineering teams findings were confirmed. A complaint search identified no previous complaints with the same lot / product code combination. The complaint shall be closed as confirmed with a root cause of worn from normal use and servicing. The product has already been discarded by the (B)(4) team. The occurrence shall be monitored through our companies post market surveillance system for future trends. Should any further information be provided relating to this case then further investigation may be undertaken depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.